Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the analyzer was analyzed and no anomalies were found, the event could not be confirmed. Product ID 2090w programmer; product ID 2067 radiofrequency head. (B)(4).

Event description:
It was reported that the programmer screen was cracked and additionally was then not responsive to the stylus in some areas. The programmer was returned for repair. It was also reported that the analyzer was not working. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer screen was cracked and additionally was then not responsive to the stylus in some areas. The programmer was returned for repair. It was indicated that there was no patient involvement associated with this event.